Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016 and was "wetting herself to death." The patient had started to leak and wet again and their programmer was not responsive to increasing or decreasing stimulation. The patient's symptoms started 2 to 3 days after surgery. The patient felt stimulation in the legs on program 1 at 2.2v. The patient increased to 3.8v. The patient could hardly get up and down. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.